Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorder. It was reported that during a scheduled replacement procedure of the ins , fluid was noticed in the header block of the ins. There were no patient symptoms related to the event. No troubleshooting was performed. No patient or external factors that may have led/contributed to the issue were reported. The device will be returned for analysis. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator serial # (B)(4) found the battery at normal end of life, telemetry and output was okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete: conclusion code updated from (B)(4) . Result code updated from (B)(4) to (B)(4) . Method code updated from (B)(4) to (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.